Event description:
Pt presents for removal of tunnelled left rocket medical pleural drainage catheter. In process of removing catheter, it was noted that the catheter was distal end near the cuff with continued challenges to remove catheter. This difficulty prompted a cut down to be made to expose the cuff, so the catheter could be moved. Site sutured and glued with dsd. The catheter sequestered. (B)(6) 2018 - insertion of pleurex catheter.